Event description:
It was reported that pericardial effusion, cardiac tamponade and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed, and a 27mm watchman flx pro closure device and a watchman access system (was) were selected to be used. During the procedure, a 31mm closure device was deployed; however, the physician decided it was too large and the closure device was removed. The pigtail catheter was reinserted through the was sheath and repositioned in laa. A 27mm closure device was advanced and oriented from left to right toward the flex ball within the laa. Only the tip of the closure device was exposed, and the catheter position changed more anteriorly, appearing to be within the anterior lobe. The physician continued to unsheathe the closure device and noted that it was deployed in the transverse sinus. The closure device was immediately recaptured. Protamine was administered, and pericardiocentesis as well as cardiac surgery were called to the bedside. The patient chest was opened, and the laa was surgically clipped. The patient was already discharged from the hospital and is expected to fully recover.